Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, patient presented with abdominal pain. Subsequent, computed tomography revealed two of the legs on the left projected beyond the margin of the inferior vena cava and appeared to project slightly further through the wall than on the previous examination. There was no caval thrombosis. Approximately two years later, computed tomography revealed the degree of opacification of the pulmonary arteries was suboptimal. Approximately two months later, computed tomography revealed two legs beyond the wall of the inferior vena cava directed towards the aorta. Approximately six years later, computed tomography revealed inferior vena cava filter was in place, the apex of which lay approximately 3 cm below the level of the renal veins. The upper portion of the filter was tilted to the right. Many of the inferior struts lay immediately within or adjacent to the outer wall of the inferior vena cava. A strut at the 2 and 4 o'clock position passed through the walls of the inferior vena cava. The 2 o'clock strut abutted the right anterolateral wall of the abdominal aorta and the 4 o'clock strut abutted the right posterolateral wall of the abdominal aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. .

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated through wall of inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.